Manufacturer narrative:
Unit received and placed unit under microscope and found contamination (dried blood debris) inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced site issue such as bleeding at the upper back of the arm. The customer also reported pump was searching for the sensor signal. The event involved product(s) mmt-7841zn, mmt-1884, and mmt-7040ma. Troubleshooting was performed for loss of communication, and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. Pump was in the process of making multiple attempts to re-establish communication with the transmitter, but it was unknown whether the issue was resolved. Troubleshooting was performed for site issue and customer reported blood visible on the sensor connector, advised customer to change sensor. No further patient complications were reported. No product return is required for mmt-1884 and mmt-7040ma. Mmt-7841zn was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.